Event description:
(B)(4) when I first got the essure put in I didn't have any symptom. I had have abdominal pain around the time of menstrual cycle. After about 1 year I started having really bad migraines, weight gain, anxiety/panic attacks, mood swings, bloating, breast pain/tenderness, abdominal spasms, blood clots, low iron, hair loss, period stopped, cramps,hot flashes, lower back pain and hip pain. I have been to my doctor and they couldn't figure out why im having all these symptoms. I finally found out its all from the essure.